Manufacturer narrative:
The company representative examined the system and no problems were found. The phaco handpiece was tested and the phaco handpiece was not recognized by the system. The customer was advised to replace the phaco handpiece. The system was then tested and met all product specifications. No sample was returned on this service request. A review of complaints for (B)(6) did not indicate any additional similar reports for this phaco handpiece. The root cause of the customer reported event could not be determined conclusively. (B)(4).

Event description:
A nurse reported that the presence of the handpiece was not detected by the equipment (system unspecified). The handpiece was exchanged to complete the procedures with a reported delay of 10-15 minutes. There were no patient injuries reported. This is the third of three reports being filed for this facility.